Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown. Customer reported that the insulin pump turned off and was not be turned on anymore despite having replaced multiple batteries. The customer was using new batteries and has already tried from different lots but the issue persists. The customer reported no damage on battery cap or compartment, and the insulin pump was not been bumped nor dropped. The insulin pump will not be returned for analysis.